Event description:
It was reported that due to recurring incontinence and leak in cuff, the patient had his artificial urinary sphincter (aus) pressure regulating balloon (prb) and cuff removed and replaced. The components were explanted and new components consisting of a 3.5 cm cuff and balloon were implanted. No patient complications were reported.

Manufacturer narrative:
D4. Model number, lot number, catalog number, expiration date, unique identifier (UDI) # updated . D6a. Implant date updated. E1. Initial reporter last name corrected. H4. Device manufacture date updated.

Manufacturer narrative:
C2/d10: concomitant product/therapy corrected. G1. MFR site facility name, MFR site address 1, MFR site city, MFR site state and MFR site zip/post code corrected.

Event description:
It was reported that due to recurring incontinence and leak in cuff, the patient had his artificial urinary sphincter (aus) pressure regulating balloon (prb) and cuff removed and replaced. The components were explanted and new components consisting of a 3.5 cm cuff and balloon were implanted. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence and leak in cuff, the patient had his artificial urinary sphincter (aus) pressure regulating balloon (prb) and cuff removed and replaced. The components were explanted and a new components consisting of a 3.5 cm cuff and balloon were implanted. Should additional information be received a supplemental report will be filed.